Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a fall approximately 4 years ago and afterwards they noticed there was a connection issue, but they could work around it. The physician assistant working with the patient thought it was a broken lead. No patient symptoms or further complications were reported as a result of this event.